Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance in review of monitoring data after a patient expired. Additional details were provided that the patient had removed his leads to go to the restroom and arrested in the bathroom. The patient was unmonitored for a period of time and was not immediately found. Staff were stated to have been busy and may not have heard alarms. A delay in care has occurred; therefore the device may have been a factor. A patient death occurred after the patient arrested in the restroom of the ed and was not immediately found.

Manufacturer narrative:
The customer contacted the customer care solutions center and requested assistance with log data review. No onsite evaluation of the device was requested; the customer stated the monitor was otherwise operational and he did not feel a malfunction had occurred. The logs were collected and reviewed. The product contains software version l.0 which is a version that only stores red alarm data. No details can be provided on any yellow or inop level alarms that may have occurred as these are not stored. There is no other physiological data that is stored in the logs. The patient had a red alarm for pulse at 11:49 am but then no red alarms until 13:05 when the patient was found. No data was provided indicating exactly what transpired between these times but no red alarms occurred between 11:49 and 13:05. Once the leads were reattached, red alarms were provided. The customer was provided with log data from the central monitor logs files. The customer has indicated they do not believe the monitor itself failed or malfunctioned. The device remains at the customer site and is considered to be in use. : a delayed response to a patient occurred when the patient removed his leads to go to the restroom and then arrested in the restroom. The patient was unmonitored for a period of time and was not immediately found. Staff were said to have been busy and may not have heard alarms. The device is considered to have been a factor in the incident however the customer has not alleged that the device failed or that alarms were not operational; they only requested log analysis to understand the sequence of events. Due to the limitations if the logs in this older software version, inop data is not stored and therefore specifics regarding inops are not available. The data supports that red alarms were provided when the patient was discovered and leads were reconnected.